Event description:
The customer reported to olympus that some of the buttons on the front panel of the insufflation unit was not working. The issue was found during preparation for use of a therapeutic laparoscopic procedure. The procedure was completed using a similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reported malfunction in b5, the evaluation found that the part of the buttons did not work due to a defective panel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the reported event was most likely due to a defective front panel. However, the root cause of the events could not be determined. Olympus will continue to monitor the field performance of this device.